Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure erbe error m-11 could not be reproduced. On startup unit displayed c-3 after multiple activations unit kept displaying c-34 on startup, error list c-34, c-00, m-11. Upon visual inspection the unit seems to be in good condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the vio dv 2.0 integrated electrosurgical unit (erbe) displayed a m-11 error. The customer stated that they had already attempted to power cycle the erbe, reseat and replace the instrument and instrument cable but the issue remained. Technical support engineer (tse) viewed the system logs and confirmed multiple errors for the erbe. The customer stated that they just brought in a third-party generator and were getting it connected now but would like a ticket created for this issue. The customer then stated that the surgeon was now proceeding with the third-party generator. The procedure was completed with no reported injury.